Event description:
A clinic reported a patient death while dialyzing on a phoenix machine, software version 3.34. According to the customer, there was a venous pressure alarm, which caused the blood pump to stop. The pt care technician (pct) went to the machine and discovered that the pt was unresponsive. The pt's blood was rinsed back and cardio-pulmonary resuscitation (CPR) was performed without success. This all happened about an hour into this pt's treatment. According to the facility's nurse mgr, it is clinic's policy to report all deaths to the respective MFR, obtain cultures and inspect the machine prior to using it on another pt. The phoenix machine was cultured, all cultures were negative and it was inspected by a gambro technical service (gts) representative. He found that the machine performed according to MFR's specifications and is back in service.